Event description:
When device opened and plugged into esu (electrosurgical unit) equipment, the ligasure gave an error code that item was reduced related to item already being used, and the item would not work. The ligasure was plugged into an additional esu equipment unit and gave same error code. The item was in original covidien packaging with sterility intact.